Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment;. The customer reported event was confirmed via visual inspection of the device. No relevant manufacturing issues were identified as all units met stryker specifications. The most likely cause is no distraction of the disk space prior to cage insertion.

Event description:
It was reported that; while attempting to insert a cage, the cage broke into several pieces.

Event description:
It was reported that; while attempting to insert a cage, the cage broke into several pieces.